Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's one step complete pacing cable was returned. The malfunction was duplicated and attributed to a loose one step pacing cable to its ECG connector. A replacement cable was sent to the customer. Analysis for reports of this type has not identified an increase in trend.